Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: red tissue. Yellow particle material on the shell. Opening.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture and late seroma.

Event description:
Healthcare professional reported a right side rupture and late seroma. Device remains implanted.